Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states: 3 days after intubation, air leaked from the cuff. The customer could not confirm if the tube was pretested. The customer did confirm that replacement of the tube was required.

Manufacturer narrative:
An investigation was performed on one returned sample of a mallinckrodt hi-lo endotracheal tube received for evaluation, and no lot number was provided. Inflation/deflation tests were performed by using a 25 cc syringe of air applied to the cuff, and it was observed that it deflated immediately. A visual inspection was performed and it was observed that the cuff exhibited a cut measuring 0.7520 inches. The customer reported failure mode of a cut in cuff was confirmed. (B)(4).